Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was it was noticed that wires and drill bit were missing the nail when inserted through the aiming arm of the frn. Frn nail was removed and pfna nail inserted. The surgery was completed with unknown time delay. The patient outcome was unknown. Concomitant device reported: unk - insertion instrument (part# unknown; lot# unknown; quantity: 1). Unk - screws: recon (part# unknown; lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: aiming arm (part# unknown; lot# unknown; quantity: 1). This complaint involves three(3) devices. This report is for (1) unk - guides/ sleeves/aiming: aiming arm. This is report 5 of 5 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/ sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.